Manufacturer narrative:
(B)(4). No product sample was returned for evaluation and manufacturing records could not be reviewed because no lot number was available. However, it was reported that upon insertion of the arrowg+ard coated catheter, the patient experienced anaphylaxis and later tested positive for a chlorhexidine allergy. Therefore, operational context related to the patient's allergy caused or contributed to this event. Arrowg+ard coated devices are contraindicated for patients with known hypersensitivity to chlorhexidine. No further action will be taken.

Manufacturer narrative:
(B)(4). Customer reported three separate incidents. An additional two have also been reported. No sample is expected to be returned for evaluation.

Event description:
It was reported that a renal transplant patient appeared to have an anaphylactic reaction when they had the arrowg+ard cvc inserted. Symptoms were resolved with removal of the catheter. It was noted that they have brought each patient back into the facility to do testing for allergic reaction. Resuscitation required medical intervention. No death occurred to the patient.